Event description:
It was reported that during a da vinci surgical procedure, the jaws did not close properly on the pk dissecting forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on a system and was able to open and close the grips and had yaw motion. There was no damage to the grips. An additional observation not reported by site is that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The pitch down cable was becoming undone. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.